Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and dilated atrium for a mitraclip procedure. During the preparation, guide would not hold the column when dilator inserted into the guide. All steps were performed as per IFU. Clip was replaced and continued the procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.